Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately nine weeks post implant, the right atrial (ra) and right ventricular (rv) lead had dislodged. Both leads were removed and replaced. No patient complications have been reported as a result of this event.